Event description:
Follow up information received that the patient had their leads explanted and replaced.

Manufacturer narrative:
Correction a4: patient's weight should be 125 pounds instead of 150 pounds.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-47614, 1627487-2020-47616. It was reported that the patient experienced a loss in therapy. The patient stated they were moving approximately a month ago and lost most of their therapy at that time. It was found one lead at l5 had migrated and the leads at t12 had all high impedances. As a result, the patient may undergo surgical intervention to address the issue.